Event description:
Implants utilized: attune revision system, tibial tray size 3 with a 29mm metaphyseal sleeve. Femoral revision is a size 4 with 4mm augments both distal and posteriorly on both the medial and lateral side. Additionally, a 16 x80mm cemented stem. The insert is a 14 crs for a size 4 femur rotating platform. Implant removal notes: all excess cement was debrided. There was a small defect remaining after the cleanup cut posteromedially on the tibia. The tibia was then prepped for a 29mm sleeve with excellent press fixation. Upon trialing, there was slight imbalance of flexion and extension spaces and thus the surgeon elected to proceed with femoral revision. The femoral component was removed in usual technique utilizing a micro oscillating saw and flexible osteotomes without any bone loss. A cleanup cut was then made using intramedullary guidance 5 degrees of valgus and then the additional cleanup cut was made anteriorly to shift the femoral component posteriorly as much as possible paralleling the epicondylar axis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for left knee revision to address aseptic loosening. Doi: (B)(6) 2013, dor: (B)(6) 2019, (left knee).

Manufacturer narrative:
This is a duplicate report of 1818910-2019-95767. 1818910-2019-96654 is being retracted as it is a report duplication.1818910-2019-95767 will be kept for investigation purposes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implants utilized: attune revision system, tibial tray size 3 with a 29mm metaphyseal sleeve. Femoral revision is a size 4 with 4mm augments both distal and posteriorly on both the medial and lateral side. Additionally, a 16 x80mm cemented stem. The insert is a 14 crs for a size 4 femur rotating platform. Implant removal notes: all excess cement was debrided. There was a small defect remaining after the cleanup cut posteromedially on the tibia. The tibia was then prepped for a 29mm sleeve with excellent press fixation. Upon trialing, there was slight imbalance of flexion and extension spaces and thus the surgeon elected to proceed with femoral revision. The femoral component was removed in usual technique utilizing a micro oscillating saw and flexible osteotomes without any bone loss. A cleanup cut was then made using intramedullary guidance 5 degrees of valgus and then the additional cleanup cut was made anteriorly to shift the femoral component posteriorly as much as possible paralleling the epicondylar axis.